Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and it was determined that the device's cooling compressor assembly needed to be replaced.

Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.